Manufacturer narrative:
Siemens has completed the investigation of the reported event. Based on the investigation, the event was determined to be use-related. During the examination, the patient was not secured using the intended fixation means, which can increase the risk of unintentional patient movement and injury. According to the instruction for use ¿ somatom definition flash operator manual (print no. C2 030.620.10.02.02, chapter a.2 information about personal safety, page a.2 8), the following warning is provided: ¿system movement ¿ movement of the tabletop entails a danger of injury. -caution - unintentional patient movement! Contusion of patient extremities at patient table and gantry. Always fix and observe the patient during system movements.¿ based on the investigation results, the assessment does not indicate a system failure or malfunction. No general design issue, systematic issue, or non-conformity with the intended performance of the system was identified. No further actions are required, as there is no negative awareness regarding the quality, safety, or performance of the CT system, which was found to be working as specified.

Event description:
It was reported to siemens that an adverse event occurred while operating the somatom definition flash CT system. During the examination, the patient pressed his knee against the plexiglass ring and came into contact with moving parts of the system. As a result, the patient sustained a minor superficial laceration to the knee. The injury did not involve deeper structures such as ligaments or bone. The patient received medical treatment at the hospital, where sutures were applied to close the wound.